Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with symptoms of diaphragmatic stimulation. The left ventricular (lv) lead exhibited diaphragmatic stimulation and was reprogrammed. The right ventricular (rv) lead had an elevated threshold. The rv lead remains in use. The patient was a participant in the adaptresponse trial. No further patient complications have been reported as a result of this event.